Event description:
It was reported that the procedure was to treat a calcific lesion in the mid lad. Reportedly, the vessel was small and in bad shape. Another co's balloon catheter was used to predilate the lesion, but too much resistance was met when advancing the stent; therefore, the stent was unable to get past the proximal lad. The device was then removed, but the stent dislodged in the proximal lad. A new guide wire was placed and another co's balloon catheter was advanced and used to dilate the stent. The stent was further dilated with the same balloon catheter that was used for pre-dilation. As the physician did not want to cross the stent with another stent, the intended lesion was treated with angioplasty only.